Event description:
Intended use: bact/alert® pf plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic microorganisms (bacteria and yeast) from blood. Issue description: a notification was received from biofire that they had received a customer complaint from the united states of false positive results associated with bact/alert pf plus (plastic) 100 btls - ref.(B)(4), lot 0004102452. Patient # 1: bottle ID: not provided, gram stain: gram positive cocci in clusters, subculture: staphylococcus aureus, bcid result: s. Marcescens. Patient # 2: bottle ID: not providedm gram stain: gram positive cocci in chains, subculture: streptococcus pyogenes, bcid result: s. Marcescens. The bact/alert bottle is a qualitative test, detecting the presence or absence of an organism. There is a possibility of the presence of nucleic acids from non-viable microorganisms in the media used in the bact/alert bottles. The presence of nucleic acids from non-viable microorganisms, alone, will not cause the bact/alert bottle to flag as positive for growth as the organism is not viable and cannot grow in the bottle. The physician should use all information available on the patient to interpret the biofire® filmarray® bcid2 panel results accordingly. The presence of contaminating nucleic acid from non-viable microorganisms in the media, not from the patient sample, is a possibility that must be considered when interpreting the biofire® filmarray® bcid2 panel results.